Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl and other blood glucose value was 300 mg/dl, 230 mg/dl and 341 mg/dl at the time of incident. Customer also reported insulin flow block alarm. Customer was not using auto mode feature. Customer was treated with bolus. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.